Event description:
Strata nsc had been implanted in the pt but on (B)(6), it was explanted due to shunt failure and the spva-400 was implanted. However, since the spva-400 seemed to be occluded, it was explanted on (B)(6).

Manufacturer narrative:
Results of analysis will be developed in a f/u report.